Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer had a c-34 error on vio dv 2.0 integrated electrosurgical unit (iesu/erbe). Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had power cycled the erbe and swapped the instruments and cables with no change. Multiple c-34 errors were confirmed in the logs. The customer confirmed no external magnetic interference. The tse recommended to power cycle the erbe which customer confirmed was performed twice. Tse advised swapping the vision side cart (vsc) or moving to a third-party force triad generator as solutions given that the error c-34 was persistent. The customer stated they did not have a force triad generator and other da vinci was available, and they would likely be swapping vscs. The procedure was converted to another da vinci vsc system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure c-34 error was confirmed and reproduced. On startup, the unit displayed c-34. Upon visual inspection no visible dents or scratches. The complaint was confirmed based on the failure analysis.